Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to poor or partial tissue capture, air knot (vessel not captured). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a proglide device was inserted with low entry into the vessel. The footplate was opened and closed prior to deploying the plunger. After the plunger was removed, there was no suture seen. The footplate lever was closed and the proglide was noted to be stuck in the patient. The footplate was again opened and carefully closed with the device pulled out of the vessel. The foot was noted to not be completely closed. The anterior foot was observed to have a piece of plaque caught in the foot. The vessel was damaged; however, a 9f and then 12f sheath were introduced to control bleeding. Two other proglide sutures were preplaced and the evar procedure was completed. After the knots of the two proglide were advanced to the vessel wall, bleeding continued. The vessel was incised with surgical suturing repairing the vessel and achieving hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged due to the repair of the vessel. No additional information was provided.